Event description:
Surgeon implanted allergan natrelle silicone breast implants, under the muscle, into my body on (B)(6) 2015. Approximately a year later, I started having huge bouts of fatigue. Strange, weird episodes of exhaustion. It has now spiraled into dizziness, brain fog that makes driving seem like a major chore, terrible anxiety, bouts of depression, stomach issues, tingling in the tailbone, restless legs, asthma and myriad of other strange symptoms. Before implants, I experienced normal levels of fatigue or tiredness, but this is on a whole other level. Patients need to be informed that not everyone can tolerate breast implants. My doctor said they were completely safe. When I asked him about not liking them down the road, he simply said " take them out". Not as simple as it sounds. Nonetheless, I have now connected the dots that strongly suggests that my implants are the culprit. I am a nonsmoker, nondrinker, otherwise healthy individual that should not be experiencing all of these various health issues. It's worth my couple minutes of typing to help spread the word and make other women aware. This has been very costly, very emotional and my choices were all very ill informed. Now, as I plan to go through the surgery to explant these devices, I would only hope to save the next woman some trouble and heartache.